Event description:
It was reported that balloon rupture occurred. A sv/5.0-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.